Manufacturer narrative:
Product evaluation: the product was not returned. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a qualified cartridge. The customer indicated the use of a viscoelastic, which is not qualified for this cartridge use. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol ruptured. The product was handled by the doctor. The problem occurred after the incision was made. The product did not have contact with the patient. There was no harm to the patient. The procedure was concluded. Additional information was requested.